Event description:
Translation from the original incident report in (B)(6): "during priming of the system, steady fluid leakage from the dialysis lock and valve. The product was exchanged to another one". (B)(4). (B)(6).

Manufacturer narrative:
The product was not requested to return for manufactures laboratory investigation as the failure is known and is thoroughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria's of the dialysis port. Due to this no further action will be completed at this time. This complaint will be closed. (B)(4).